Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient was hospitalized because of the implantable cardioverter defibrillator (ICD) and low blood pressure. Follow-up for further information was unsuccessful. The ICD remains in use. No further patient complications have been reported as a result of this event.